Manufacturer narrative:
Reporter email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side swelling, possible rupture and exchange from textured to smooth breast implants. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Rupture: observed, one opening on the anterior side assessed as unidentified (tear) opening . Additional observations: crease fold observed on the device. Red encapsulation observed on the device. Red particle observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.